Event description:
Patient had inspire implant for obstructive sleep apnea on (B)(6) 2016. A recent computed tomography (CT) scan of the chest demonstrated that the sensor lead fractured. The report of the computed tomography (CT) angio is as follows, "there is a single lead right chest cardiac device. A caudally directed lead has a fracture within its midportion. There is a cranially directed lead, that is partially imaged."